Event description:
It was reported that device movement and device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, computed tomography (CT) revealed the closure device was canted within the laa and no longer created a complete seal. An additional CT nine (9) days later confirmed the device shift within the laa. No patient complications were reported.

Event description:
It was reported that device movement and device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination, computed tomography (CT) revealed the closure device was canted within the laa and no longer created a complete seal. An additional CT nine (9) days later confirmed the device shift within the laa. No patient complications were reported. It was further reported the incomplete seal created a peri device leak measuring 2 to 3 mm. After discovery of the peri device leak, the patient was instructed to discontinue xarelto and begin plavix (75mg) and aspirin (81mg).